Event description:
It was additionally reported the implantable cardioverter defibrillator (ICD) delivered shocks. Due to the ICD being in backup mode, it is unknown whether the shocks were appropriate.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was in backup mode due to software corruption. The implantable cardioverter defibrillator (ICD) was successfully restored. The patient was in stable condition.